Manufacturer narrative:
(B) (4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is the average for all the patients. At this time no additional information was available.

Event description:
Literature: voss w, gad d, mucke k-h, christen h-j. [Intrathecal baclofen treatment. A palliative procedure for severe spasticity and dystonia]. Monatsschr kinderheilkd. 2009; 157(11):1128-1136. Summary: in the present study, benefits and risks of itb as a palliative therapeutic procedure for children with severe disability were assessed and evaluated. Clinical data of patients, treatment effects, adverse events, and complications were analyzed. Fifty-one children with severe spasticity or dystonia due to a heterogeneous spectrum of disorders of the central nervous system were initially tested for baclofen efficacy using a spinal catheter. In 37 children with positive testing, a baclofen pump was implanted. The implants occurred from 2001-2007. The age range was (B) (6) to (B) (6) years (B) (6) with 32 males and 19 females. Weight was a minimum of (B) (6) kg to a maximum of (B) (6) kg. Patients suffered from cerebral palsy, hypoxic brain damage, neurometabolic problems, and dystonia. The source literature did not specify which device models were used. Reportable events: of the 37 patients implanted, 1 experienced episodes of bradypnia and bradycardia (n = 1). Side effects were never so severe that the treatment had to be stopped. Six of the 7 patients experienced a total of 7 complications with the device. All together all 6 of the patients with complications required revision operations with a total of 7 operative procedures: three patients experienced a complication of catheter dislocation/disconnection (n = 3). One patient experienced a complication of a catheter kink (n = 1). One patient experienced a complication of pump torsion (n = 1). One patient experienced a seroma (n = 1). One patient experienced a complication of a pump pocket infection (n = 1). The pump was explanted on the basis of pump pocket seroma with infection. One patient experienced a complication of meningitis in connection with testing (n = 1). After the catheter-associated enterococcal meningitis there were no significant difficulties in its course.